Event description:
It was reported the patient presented for implant procedure. During implant, it was discovered the right ventricular lead exhibited a loss of capture. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with a stylet inserted. Visual and electrical evaluations were normal with no anomalies found.